Event description:
It was reported that intermittent unspecified alarms occurred, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.